Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
On (B)(6) 2009~ posterior cervical fusion c5-6 posterolateral instrumented fusion from c5-7 laminotomy and foraminotomy c7 bilaterally (B)(6) 2009 patient presenting for follow-up on posterior cervical fusion from c5 through c7, patient says pain is getting much better. Reports some occasional numbness in left arm (B)(6) 2011 CT scan of the cervical spine without contrast the left c5 lateral mass screw has no purchase in the left c5 lateral mass with a large amount of lucency about that screw. The right c5 lateral mass screw shows lucency about the screw also consistent with infection or loosening. The c6 lateral mass screws show no definite hardware complication. There is solid bony fusion across the c6-7 facet joints, the c7 lateral mass screw on the left extends into the left c7 pedicle. The right c7 lateral mass screw extends into the spinal canal lateral recess region for the right cs nerve root. Grade 1/4 mm spondylisthesis of c6 upon c7, multilevel facet joint arthropathy including the left c2-3 and c3-4 as well as the right c2-3 facet joint. On (B)(6) 2011 patient presented for a followup. Surgeon spoke with patient about CT results. There are screws that are loose at c5, but what appears to be a solid fusion at c6-c7 with residual subluxations. Patient has not had any symptoms of fevers or chills, main complaint has been tenting of the skin in upper thoracic spine and this is presumably from his subluxation at c6-c7, CT does show lucencies around the c5 screw bilaterally, the left c5 screw appears to be out of the bone, there is no evidence of broken screws or broken rods, the c6-c7 level has screws that are in place and solidly fixed and there appears to be solid bony fusion, but there is subluxation of c6 on c7...

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with c6-c7 fracture and dislocation and underwent the following procedures: fusion cervical posterior- 2 level. Intraoperative evoked potential monitoring, posterior c5 to c7 decompression, reduction and fusion, allograft, bmp, neuromonitoring. As per op-notes,¿ copious amounts of irrigation were used to wash out the neck. This was followed by burring of all bony surfaces that were visible. I covered the laminotomy sites with gelfoam, placed one small bmp kit, cut up into strips, on the burred bony surfaces -followed by placement of any autograft that was removed earlier in the case followed by placement of 30 ml of cancellous strips mixed with the patient's blood.¿ the patient tolerated the procedure well without any intraoperative complications.